Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed and the light blue main body component was observed cracked. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. No leak was observed from the cracked main body. The reported condition of crack was verified, however the leak could not be verified. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set had a crack which resulted in a leak. This was noticed during use of the device for peritoneal dialysis therapy. It was further reported the transfer set was not disinfected during use. The transfer set was in use for approximately one month. There was no patient injury or medical intervention associated with this event. No additional information is available.